Event description:
Company representative reported approximately a year and a half after injection with "juvederm" in the "cheeks," the patient experienced an "abscess" and an "ongoing infection" at the injection site. The symptoms were noticed after receiving a botox injection in the "eye/cheek" area. The patient was treated with "levofloxacin and acyclovir" the day symptoms occurred. Two days later, the patient was seen by another healthcare professional and treated with "clindamycin." Three days later, the patient was admitted to the emergency room and had surgery to "drain the abscess." Two days later, the patient was discharged and given "antibiotics and other drugs." An unspecified amount of time later, the patient was seen again for "wound treatment." "Levofloxacin" was additionally prescribed some time later. The patient was admitted to the hospital after visiting the emergency room a second time. At the hospital, the patient was treated with "intravenous antibiotics" and given "oral antibiotics" after being released from the hospital four days later. A CT maxillofacial with intravenous contrast was performed and found that there is "most likely cellulitis surrounding the apparent collapsed abscess cavity." Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare processional, therefore additional event, product, or patient details are not attainable. The events of abscess, infection, and possible cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Medwatch sent to FDA on 09/18/2015. (B)(4).

Event description:
Corrected information received from the patient indicated the injection in question took place about a year before symptoms began. Additional information: before patient was admitted to the hospital the first time, they visited the emergency room the day before and was treated, though the treatment wasn't specified. During the first hospital stay, "wound cultures" were also taken. When patient was discharged, the patient was prescribed acetaminophen, clindamycin, levaquin, and methylprednisolone. The "wound treatment" that was previously reported was specified as oral chlorhexidine. During the patient's second admission to the hospital, the left cheek was also noted as being swollen; the affected area was described as "moderately sized, irregular, erythematous, swollen, tense, and warm." Draining was also present in addition to fever, headache, and shortness of breath. Diagnosis was indicated as left-sided facial cellulitis with abscess. The cellulitis was described as being ¿mild, confluent, well demarcated on the face, induration that was moderate located on the left cheek, lymphangitis that was not appreciated.¿ patient complained of pain/discomfort localized on the face and described as pressure, tightness. Palpation was an aggravating factor. Patient was placed on intravenous zosyn (piperacillin/tazobactam) and also initiated treatment with intravenous vancomycin. Microbiology test was also performed; results indicated ¿occasional staphylococcus aureus showed minimum inhibitory concentration. During the rest of their stay, patient was also treated with intravenous cubcin (daptomycin) and mycostatin suspension. Patient informed the nurse that their surgeon had used an intraoral approach when the initial incision and draining was performed; upon inspecting the mouth, it was noticed that patient had a thick, patchy coating on the posterior tongue and a milky film over the left inner cheek consistent with the appearance of candidiasis. Another microbiology test was performed with an aerobic culture from the left cheek; staphylococcus coagulase was negative. Results showed no growth after 5 days of incubation. Patient showed progress during their second stay at the hospital; the left cheek erythema was very subtle and patient denied any pain or discomfort. Additional chlorhexidine mouth wash was prescribed when patient was discharged. Approximately 3 months later, patient was admitted to the hospital a third time and presented with a 1 day history of right facial edema and pain. Principal diagnosis was cellulitis and abscess of face. Secondary diagnosis included calculus of kidney, methicillin susceptible staphylococcus aureus. Cellulitis of the face was described as erythematous. Along with facial cellulitis the patient experienced discharge, drainage, foreign body sensation, fever, headache, nausea, shortness of breath, swelling and vomiting. A small 2 cm area of mild erythema was noted on the left side of the face, near the nose and mild thrombotic thrombocytopenic purpura (ttp), slightly indurated. Since an abscess was shown on the CT, incision and drainage was done and the cultures showed (B)(6), but since the patient had a previous history of (B)(6), peripherally inserted central catheter (PICC) line was placed and intravenous antibiotics were continued. The patient was given intravenously vancomycin, pharmacokinetics services intravenously, benadryl, solu-medrol, zosyn, intravenous cubicin, additional incision and drainage, decadron, and kefzol. The hospital suggested patient take heparin and serum digoxin concentrations, but patient refused; patient also refused any pain medications. The physician was favoring foreign body reaction to biomaterials over acute infection. Anatomical pathology diagnosis was made and soft tissues were with mild chronic inflammation and focal necrosis with acute inflammation. Another CT maxillofacial with intravenous contrast was performed. The patient showed allergic reaction after the procedure (iodine as intravenous contrast) which was manifested with rash and itching. Bacterial culture showed minimum inhibitory concentration. Patient eventually consented to taking fentanyl for pain. A chest x-ray was also performed resulting in normal findings. (B)(6) was confirmed. Final results of anaerobic culture showed propionibacterium acnes. Patient was discharged for the third time after a 1 week stay and was given additional kefzol and chlorhexidine. Fungal culture test showed no growth after 4 weeks of incubation as well as no fungi was observed; no acid-fast bacilli (afb) growth after 6 weeks of incubation.